Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump was beeping constantly throughout the night and sometimes during the day. Customer stated that it was the threshold suspend feature and he stated that he turned off the feature. Customer's blood glucose was 90 mg/dl and the sensor glucose was 60 mg/dl. Difference in readings was not within an acceptable range. Customer stated that the threshold suspend alarm might be going off due to the differences in readings. Customer did not know that he wasn't supposed to update the sensor on every fingerstick. Customer stated that he will contact the helpline if there are any more issues.